Manufacturer narrative:
Sections a4, b5, h8: additional information. Sections b5, h4: correction. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Additional information: the patient's infection was serratia marcescens and symptoms included driveline drainage and redness. The patient underwent a washout of the driveline, wound vac placement, and was on intravenous antibiotics for a period of time with plans to transition to oral antibiotics eventually.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 10 minths. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that on (B)(6) 2019 the patient was admitted to the hospital for driveline infection. The patient underwent incision and debridement of the driveline tract. Wound vac was placed around the driveline. The patient was to continue IV antibiotic therapy at that time. On (B)(6) 2019 the patient was discharged home with PICC line in place to continue parenteral IV antibiotics at home. The wound vac remained in place with home health managing care. The event reportedly resolved with sequela.